Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and a definitive cause for the reported leak (air in the hemostasis valve) in this incident could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the steerable guide catheter (sgc) leak. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. After the clip delivery system (cds) was advanced to the left ventricle, air was noted in the hemostatic valve of the sgc. Aspiration was performed with a syringe, but more air entered the hemostatic valve. The sgc and cds were removed and the sgc was tested again, and confirmed to be good. The cds was no longer used and was replaced. No air entered the patient anatomy. Two clips were implanted, reducing mr to 1-2. There were no adverse patient effects. The patient was confirmed to have a good outcome. There was no clinically significant delay in the procedure. No additional information was provided.